Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records identified that the patient had experienced wound drainage that was treated with oral antibiotics post implantation. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert: infection is known adverse effect of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Dob: (B)(6). Concomitant medical products: persona cemented tibial component, catalog # 42532007502, lot # 62694029. Persona fixed ps articular surface, catalog # 42521400810, lot # 62439987. Foreign source: (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2019-00064, 0002648920-2019-00065. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty approximately four years ago. The patient experienced a moist patch at the top of the wound about a month post op. Patient was seen in the clinic and treated with oral antibiotic (clarithromycin) and it was noted to be resolved.